Event description:
It was reported that during a routine follow up, the pulse generator exhibited increased ventricular sensitivity and atrial under sensing due to far r wave over sensing. The device ventricular sensitivity was increased and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.